Manufacturer narrative:
The customer reported discolored tubing, and returned samples of material 10010903, lot 24039225, along with samples for prs 11981761 and 11984493. A new complaint record is needed for every unique sku. Upon initial visual examination, the sets were discolored, which verified the complaint. The root cause of this discoloration is related to the sterilization procedure which IV sets undergo to help ensure product sterility. These IV sets are sterilized by irradiation, which uses electron beam or gamma rays to produce a sterile and safe IV product per iso 11137-1 and iso 11137-2, international standards for the sterilization of health care products. These standards are recognized consensus standards by the FDA, which are adhered to by bd to specify the requirements for the development, validation, and routine control of a radiation sterilization process. The irradiation process is known to modify polymers which causes some discoloring, depending on the applied radiation level (dose) and material choices. The degree or intensity of discoloration can also change over time, as it approaches shelf life, and under certain storage conditions such as high temperatures. Nonetheless, this type of discoloration is strictly cosmetic and does not affect the safety and functionality of the device as tested and sterilized. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd aalris smartasite gravity blood set was discolored the following information was received by the initial reporter with the following verbatim. It was reported that per the dchu, the sample arrived with a discolored cosmetic defect.